Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text : device not returned.

Event description:
While working with the ultrasound scanner, suddenly the screen has turned off and a blue background and white letters appear. This has happened on two occasions. This report addresses the first occasion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of while working with the ultrasound scanner, suddenly the screen has turned off and a blue background and white letters appear was confirmed. The root cause of the reported failure was identified as hard drive and main board failure

Event description:
While working with the ultrasound scanner, suddenly the screen has turned off and a blue background and white letters appear. This has happened on two occasions. This report addresses the first occasion.